Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the left superficial femoral artery, during post-dilatation, the fox plus balloon ruptured at 15 atms. The ruptured balloon was completely removed and there was no adverse pt effect. Another fox plus balloon was used to complete the procedure. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.